Manufacturer narrative:
The device, used in treatment, has been returned and evaluated. The visual inspection found scratches in the front and back enclosure. The functional evaluation found no device faults, the device worked as expected. We have not been able to establish a relationship between the device and the reported event. The device was received with signs of contamination. Probable causes include, kink, leaks, blockages and device orientation, the IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the device continues to sound with a "block full" alarm even after a canister and dressing change. Backup was available. No patient harm reported.